Event description:
A surgeon reports performing a lens exchange due to the patient's complaints of seeing multiple images and poor visual acuity near and far. During the lens exchange, the lens was noted to be decentered. Following the lens exchange, the patient's ucva in 2005 was 20/50 -2, ph 20/20 -2 and they stated they feel their vision is getting better.